Manufacturer narrative:
Submit date: 9/16/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the guide wire cannot be pulled out during the operation. The patient was involved with no injury.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this reported failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample was returned for evaluation; it consisted of one palindrome catheter that was received inside a generic plastic bag. The catheter presented signs of use (blood residues). Visual inspection was performed and it revealed a cut and a hole on the venous extension. The venous extension presents marks that indicate the use of some instrument and the other extension did not present any marks. Additionally, the clamps were reviewed and as a result defects or irregularities were not identified. As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device, since it states: [do not use the catheter if it is crushed, cracked, cut or otherwise damaged], [clamping the catheter repeatedly in the same spot could weaken the tubing], and continues, [exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance]. The defect was not identified prior to insertion of the catheter. The physical sample involved in the reported incident was returned for evaluation and it present signs of use and customer manipulation, one of the clamps was detached for unknown reasons and it was replaced with another clamp. This manipulation could be associated to the damaged found in the extension; therefore it can be concluded that this defect could be related to the use of sharp objects or rough edges during the use. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Moreover, 100% devices are inspected for leaks or cuts in the extensions per procedure; therefore the most probable root cause can be considered the issue occurred more likely due to damage during use from cleaning agents, excessive force during use, repeated clamping or other similar damage. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.